Manufacturer narrative:
The customer submitted the report under an incorrect serial number; therefore, service activity is not able to be tracked in the service database. Request was made for the corrected information and the customer declined further details. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
E1 reporting institution name: (B)(6) hospital. Reporter phone number - (B)(6).

Event description:
Philips received a complaint from customer reporting a faulty power management (pm) printed circuit board assembly (pcba) on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) reported the customer declined to provide additional details regarding the device malfunction. No diagnostic report, nor coding were provided, however, the issue was confirmed. Device evaluation concluded replacement of the power management (pm) printed circuit board assembly (pcba) was required.